Manufacturer narrative:
A visual evaluation of the returned device did not have any visual anomalies or damages. Functionally, air was injected using a 3 cc (ml) syringe through the balloon inflation port and the balloon inflated properly; then the air was withdrawn and the balloon deflated properly. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure. According to the complainant, during preparation, before the device was inserted to an endoscope, the functionality of the balloon was performed through air injection. The balloon was able to inflate; however, it failed to deflate. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure. According to the complainant, during preparation, before the device was inserted to an endoscope, the functionality of the balloon was performed through air injection. The balloon was able to inflate; however, it failed to deflate. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.